Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a bg value. Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered a bolus to address elevated bg levels.